Event description:
It was reported that the motor stopped moving forward during the manual prime. It was stated that insulin exited earlier than expected, and priming was no longer possible. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/tilted drive support disk. All buttons responded properly. No unexpected ramping display anomaly noted. The device had a scratched lcd window.